Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the device availability in section d9, to update section h3, and to provide the completed investigation results. It was initially reported that the actual device was available; however, it was confirmed that the sample will not be released by the facility. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the past reproductive test result, the mechanisms of the generation of a break in the guidewire are known; factory retained run through ns guidewire samples were trapped at the distal section, and then subjected to one of the loads described below. As a result, all samples were found that its niti-core wire in the platinum coil section had been broken off. Subsequently, when the test samples were manipulated in the withdrawal direction, the platinum coil was elongated and broken off finally in all the samples. Electron microscopic inspection of the broken section of the niti-core wire obtained the following result. Apply pulling load in one direction: the broken end of the niti-core wire was deformed in tapered shape. The broken section was slant. Apply repetitive bending load: the broken end of the niti-core wire was not tapered or bent. Dimple pattern was observed on the broken surface. Apply pulling load to the test sample kept in a loop shape: the broken end of the niti-core wire was curved and tapered. Torsional deformity was observed on the broken surface. Apply one-way torque load: the broken end of the niti-core wire was twisted. IFU states: if any resistance to the run through ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. It was likely that the actual sample was subjected to one of the reproductive loads while its distal coil section being trapped due to some factors including a stenotic lesion. As a result, the separation of the guidewire occurred. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted; phone number: requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the product release judgement record of the involved product code/lot# combination was conducted with no findings. Please see MDR 2243441-2020-00058 for the importer report. (B)(4).

Event description:
The user facility reported that the involved run-through ns wire was used to position a cto catheter (turnpike spiral) in a right coronary artery, and was removed to insert the cto wire. When removed the tip of the wire detached, and was left in the artery just proximal to the occlusion. The lesion was crossed subintimal, and the wire tip was stented in the lumen of the artery. No patient harm was caused. Patient condition stable. There was no patient injury, medical/surgical intervention required. The patient was in stable condition. The procedure was successful. Additional information was received on 15oct2020. The approximate size of the wire tip that detached, and was in the artery was 5mm.